Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-june-2024, it was reported by the patient that two infusions set was leaking at site due to which hyperglycemia occurs within one day of use. High blood glucose level was 250 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.